Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed z-syndrome one to two months post-surgery. A gradual decrease in the patient's vision, posterior capsule opacification, and capsular fibrosis/striae were also noted. The surgeon was unable to get adequate vault after repositioning the lens, so a lens exchange was performed. After the lens exchange, the patient was measured at 20/30-2 one day post-op and said to be slowly healing. The surgeon expects an adequate recovery of dynamic visual acuity. In the surgeon's opinion, the z-syndrome may have been influenced by an infection/inflammation of the nasal arcuate incision, which became symptomatic 12 days post-op. The patient was prescribed durezol as treatment.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the optic torn in half. One haptic plate is attached to each piece of the optic. The two haptic arms are bent. Functional and dimensional testing cannot be performed due to the damage. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, the root cause of the reported event could not be determined.